Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was reimplanted with a new device due to some channels being un-usable.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect which is expected to have been present whilst implanted. According to the currently available informations it appears that the active electrode might have partially migrated out of cochlea. The reported short circuits could not be detected during investigation as the electrode was severed twice. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The patient had 5 unavailable channels and was therefore re-implanted on (B)(6) 2015.